Manufacturer narrative:
The repeat testing was performed on (B)(6) 2015 and the toxo igg result was 0.501 coi. The aliquot that was used for the initial testing was retested and the result was still positive. No specific data was provided. The customer suspects that the error may be due to the modular preanalytic analyzer (mpa) and stated there were errors on the mpa on the day of the event.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable igg antibodies to toxoplasma gondii (toxoplasma igg) result for one patient sample from an unknown roche analyzer. The initial result was 78.83 coi (reactive) and was reported outside the laboratory. The physician did not trust the result as the patient was negative for toxo igg in a previous screen. The sample was repeated from the mothertube and the result was negative (non- reactive). No specific data was provided. Information concerning if the patient was adversely affected was requested, but it was not provided.

Manufacturer narrative:
A specific root cause could not be identified as the sample was not available for further testing. Additional information for further investigation was requested but was not provided. A general reagent or instrument issue was not indicated based on the provided data.